Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l cvc catheter for evaluation. Initial visual inspection did not reveal any defects or anomalies on the catheter. After failing functional testing , microscopic examination revealed a pin hole in the catheter body adjacent to the juncture hub. The total length of the catheter body measured 5.0625" which is within specifications of 4.8125-5.1875" per catheter graphic. The outer diameter of the catheter body measured 0.06825" which is within specifications of 0.065-0.069" per catheter extrusion graphic. The returned catheter was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the proximal lumen was flushed, the catheter body was found to be leaking from the juncture hub. No cuts or holes were detected. No issues were detected when the distal lumen was flushed. A device history record review was performed on the catheter, and no relevant findings were found. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body was found to be leaking through a small pin hole adjacent to the juncture hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, manufacturing likely caused or contributed to this complaint. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. No medical intervention required. The patient's condition is reported as fine.